Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site. Subsequently the patient underwent a surgical procedure (date not reported) to excise the excess skin. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.